Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During the procedure, flushing was not possible. Attempted multiple times, but the air cannot be released. No patient complications were reported.